Event description:
Pt presented with approximately one year history post plating and arthrex tightrope repair of syndesmosis fracture with 20% plafond break and subsequent staphylococcal infection to site with diagnosis of osteomyelitis of the distal tibia and fibula. Pt underwent recent surgery to affected site for debridement and removal of tightrope.